Event description:
In 2007, I was shocked by my defibrillator a total of "fifteen times." Of the fifteen shocks nine were indicated as "no thpy pgmd" and the other six were as programmed. Dr at the hospital and a dr at another hospital, both informed me some of the shocks were not necessary but neither elaborated on why or how many. On may 5, 2008 and may 7, 2008 I sent e-mail requests to boston scientific asking why I was shocked so many times for nothing. I was contacted by dr's office and she took my info and after several days called me to say, I should discuss this with my doctor as to why so many shocks. I had previously asked (third) dr, my electro-cardiologist the same question and received a vague answer directing the cause of the problem to requirements by the FDA, which is you. Since this incident I have been very jumpy, awaken numerous times thinking I was shocked only to find out they were phantom shocks that really didn't happen. I've been extremely anxious and still jump up in the middle of the night not knowing if I truly was shocked or had a nightmare. I understand from something I read on line that you folks work with patients in resolving such problems. I am volunteering to be one of those patients if you want my input. Days such as the one I experienced in 2007 should not happened and when they do, they leave a permanent skepticism as to the reliability of my guidant aicd, model 1860 or any such device. I know this as I have been asked to comfort patients who have been through similar episodes. Until this experience I used to roll over and go right back to sleep without a problem. During the daytime, I just relax for fifteen minutes or so and go back to that I was doing. How can I help myself and others to deal with these adverse situations? I want to know exactly how and why I went through this frightening ordeal? I hope you can see that I am trying to resolve my personal dilemma from this experience, and the truth will only serve to help me and others like me. I want to help and also get back to as normal a life as possible without jumping every time a door slams or I hear a loud noise. I want to go back to sleep as I used to do without the concern that my aicd may fail me or send me false signals. Dates of use: current: 2002 - 2008.